Event description:
Boston scientific received information that this patient was admitted to the hospital due to syncope. Interrogation of the device showed intermitted loss of capture with reported asystole due to noise/oversensing on the right ventricular lead. The patient was implanted with a temporarily pacemaker and all lead measurements appeared within normal range. A request was made to determine if this is a lead or device issue. No additional adverse patient effects were reported.

Event description:
-

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Technical services discussed the case with the field representative and noted that root cause is difficulty to identify, although evidence suggests a lead integrity issue. Discussed further follow up with the patient. The field representative noted that no physical damage of the lead was noted on fluoroscopy but loss of capture was observed at maximum outputs. The pacing impedances measurements were stable as well as r wave amplitudes. A lead revision was planned.

Manufacturer narrative:
(B)(4). Upon the revision procedure it was noted that all setscrews were intact and leads were inserted properly into the device header. A low out of range pacing impedance measurement was noted on the right ventricular lead. A connection issue was not suspected. After the right atrial and right ventricular leads were disconnected parameters appeared normal, but after putting the stylet inside the right ventricular lead intermittent loss of capture was noted. No insulation damage or fracture was noted on the right ventricular lead but a possible fracture was suspected. The right atrial lead also showed low pacing impedance measurements and high pacing thresholds. It was noted that the right atrial lead was damaged during the revision procedure. The physician planned to extract both leads so new leads would be implanted with the existing device, but the subclavian vein was occluded. Finally after disengaging the setscrews, and untying the suture sleeve, the physician was successfully able to withdrawn both the old leads and implanted two new leads with the old device. The right ventricular and right atrial leads will be returned. All lead parameters appeared normal with the new leads and old device. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.